Event description:
It was reported that the patient received inappropriate shocks, and that there was a lead fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received inappropriate shocks, and that there was a lead fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event. It was further reported that there was possible oversensing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): distal conductor fractured, the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism; partial lead in segments returned and analyzed.